Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of the diagnostic live image. No patient or user injury was reported.